Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received an alarm that the wake button was stuck. Additionally, the wake button was difficult to press and was intermittently unresponsive. Customer confirmed pump display turned on when plugged into a power source. Blood glucose level was approximately 400mg/dl. Reportedly the customer continued to use the pump for insulin therapy.